Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient's symptoms. The patient experienced grade IV capsular contracture, and the diagnosis was confirmed by a healthcare professional. At the time of this report, it is unclear if the patient experienced the capsular contracture unilaterally or bilaterally. At this time, it is reported as left. If additional information is received in the future, a supplemental report will be submitted. Updated reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-jun-2021, mentor received additional information regarding the MRI result. MRI performed on (B)(6) 2021 indicated bilateral rupture. On 28-jun-2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral grade IV capsular contracture. On 6-jul-2021, the suspected medical device was returned for evaluation. On 10-jul-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed an area of shell abrasion on the posterior view. In addition, a separated material was noted within shell abrasion measuring approximately 2.9 x 4.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 325cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. Mammogram performed on unspecified date indicated bilateral rupture. The patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This report is for the left-sided prothesis.